Manufacturer narrative:
(B)(4). It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. Upon review of the operative report received, the reported event was confirmed DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-02736 and 1825034-2017-02220.

Event description:
It was reported in medical records received that patient previously underwent multiple closed reduction procedures due to dislocation. Subsequently, patient underwent a left hip revision procedure due to instability and multiple dislocations. During the procedure, polyethylene wear, red tinged synovial fluid and corrosion of the trunnion were noted. The femoral head and acetabular liner were removed and replaced. No additional patient consequences were reported.